Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that there was a cybersecurity update, which was the same as the one the nurse had performed the day before. However, the system had not been upgraded. It was decided to not attempt the update again. The patient would be monitored remotely and in clinic. There were no patient consequences.